Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. A review of the final endotoxins report for the acetabular liner was performed. The device lot was accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4: catalog number, serial number and UDI d6a, d8, g4:510k, h4, h6. The following sections were corrected: b2, d1, d2a/d2b, h6. A review of the final endotoxins report for the acetabular liner was performed. The device lot was accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient underwent a revision. No further information is available at this time.